Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump screen was severely scratched and that they had a very difficult time reading the display. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The caller stated that the screen got damaged due to the customer working in a factory environment. The insulin pump was otherwise functioning as designed. The insulin pump will be returned and replaced.